Event description:
The customer opened up the reservoir compartment and found that the insulin was leaking inside. Explained to the customer to change out the entire set, however, the customer stated that they not have sets, but they would change the tubing ad reservoir. Customer treated high bgs.